Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and the patient is dependent. The physician made the decision to replace the rv lead. A revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited overpacing, high capture thresholds and loss of capture and the patient is dependent. It was noted that the patient experienced asystole. The physician made the decision to replace the rv lead. A revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.